Manufacturer narrative:
Preliminary analysis confirmed that the device switched to standby mode on (B)(6) 2017, most probably due to telemetry errors during the device interrogation on the same date. The device was properly re-initialized on (B)(6) 2017.

Event description:
It was reported by the physician, that the subject device was found in standby mode during follow-up.

Manufacturer narrative:
Preliminary analysis confirmed the reported event.

Event description:
It was reported by the physician, that the subject device was found in standby mode during follow-up.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported by the physician, that the subject device was found in standby mode during follow-up.

Event description:
It was reported by the physician, that the subject device was found in standby mode during follow-up.